Event description:
A customer contacted beckman coulter inc. (Bci) reporting imprecise troponin (accutni) results within the risk stratification range for one (1) patient's sample generated by the access 2 immunoassay system. There was no report of death, injury, or change to patient treatment in connection to this event.

Manufacturer narrative:
Sample collection information has not been supplied by the customer to date. The samples are centrifuged for 10 minutes at 3500 rpm. Per the customer complaint records, the customer had a passing accutni calibration on (B)(6) 2011. Level 1 and level 3 accutni qc was within customer's established ranges prior to and after the event. In addition, the customer had a passing system check on (B)(6) 2011. Service was not dispatched for this event. No clear root cause could be determined for this event to date.